Manufacturer narrative:
It was reported that the lot # for the reported device in unknown, but that it could potentially be one of six number; 5120347, 5246444, 5246445, 5289447, 5289448, or 5324033 . The information below is for the potential lot numbers: lot #: 5120347. Medical device expiration date: 4/30/2020. Device manufacture date: 4/30/2015. Lot #: 5246444. Medical device expiration date: 8/31/2020. Device manufacture date: 9/3/2015. Lot #: 5246445. Medical device expiration date: 8/31/2020. Device manufacture date: 9/3/2015. Lot #: 5289447. Medical device expiration date: 10/31/2020. Device manufacture date: 10/16/2015. Lot #: 5289448. Medical device expiration date: 10/31/2020. Device manufacture date: 10/16/2015. Lot #: 5324033. Medical device expiration date: 11/30/2020. Device manufacture date: 11/202015. (B)(6). A sample is not available for evaluation. A photo inspection showed the reported defect of a broken catheter. A review for the device history record revealed no irregularities for the potential lot numbers 5120347, 5246444, 5246445, 5289447, 5289448, and 5324033. The preventative maintenance, calibration, and equipment history records were also reviewed for these lot numbers and no abnormalities were found. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that a 22 g x 1 in. Bd angiocath plus was placed into a patient and while injecting it was found that the catheter was cut and approximately 2.3 cm of the catheter remained in the patient's blood vessel. The patient had two surgeries in which his/her blood vessel was removed, the broken catheter removed, and the blood vessel resected.

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed a clean cut at the edge of the broken catheter. As previously reported, a review of the device history record revealed no irregularities for the potential lot numbers 5120347, 5246444, 5246445, 5289447, 5289448, and 5324033. The preventative maintenance, calibration, and equipment history records were also reviewed for these lot numbers and no abnormalities were found. Conclusion: an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes the following: the broken catheter could have been cut by a sharp object outside of the manufacturing facility. The manufacturing process was reviewed and there is no process in the manufacturing facility that could have caused this nonconformance. There is an automated vision inspection machine that rejects parts not meeting lie distance. If the nonconformance occurred during the manufacturing process, it would be rejected by the automated vision inspection machine.